Event description:
It was reported that a folfusor lv5 overinfused. This occurred during patient infusion with fluorouracil and 120 ml saline. The reporter stated that the expected infusion time of the device was 24 hours; however, the actual infusion time was 18 hours. There was no report of patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.evaluation summary: the sample was returned for evaluation. A visual inspection and a functional flow rate test was conducted on the unit for 43.5 hours. The flow rates produced from the unit were within the specification range for this product . No malfunctions were identified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). A request for the return of the device has been made. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.